Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating insulin was crystalizing and pump did not alarm.